Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the first half hour after admitting the patient back from the or to cicu post heart transplant the channels infusing epinephrine and milrinone shut off without alarm or warning. As a result, the patient experienced significant hypotension with the systolic bp in the 40's. There were unknown medical interventions performed due to the patient's hypotensive episode. The biomed was questioning if the devices may have shut off due to iui damage, as there was fluid residue present on the sides f the syringe modules that may have reached the iui's. There was no report of lasting patient harm.

Manufacturer narrative:
The customer¿s report of pumps shutting down without alarm or warning was not confirmed. However, infusions on both syringe modules that were on the left of the pcu did stop multiple times with alarms, due to channel disconnects. Physical inspection of the pcu and both syringe modules showed that all had dull iui connectors. Analysis of the pcu event log shows that the two syringe modules to the left of the pcu (unit a s/n (B)(4) and unit b s/n (B)(4)) experienced multiple channel disconnects on 04 november 2018. Unit a was programmed at 3:28 am on 04 november 2018 to infuse epinephrine at a rate of 2.22ml/hr with a vtbi of 26ml using a 30ml bd syringe with 26.9273ml detected. The rate for this infusion was changed several times, with the last rate being 1.85ml/hr. Unit b was also programmed at 3:28 am on 04 november 2018, to infuse milrinone 0.2mg/1ml at a rate of 0.93ml/hr with a vtbi of 26ml using a 30ml bd syringe with 26.2811ml detected. The infusions were stopped due to channel disconnects at 9:57 am, 1:15 pm, 1:47 pm and 2:05 pm. The first three times the user confirmed the alarms and was able to restore and start the infusions on both modules. After the fourth channel disconnect, the system was shut down and powered off. Functional testing replicated a channel disconnect on the devices. Based on this, the affected iui¿s were replaced and communication errors were no longer replicated. The root cause of the channel disconnects was fluid contaminated iui connectors.

Event description:
The customer reported that in the first half hour after admitting the patient back from the or to cicu post heart transplant the channels infusing the primary infusions epinephrine and milrinone shut off without alarm or warning. As a result, the patient experienced significant hypotension with the systolic bp in the 40's. The patient required fluid and blood resuscitation to counteract the hypotension while trouble shooting the devices. The staff noted that the pumps had spontaneously stopped on two occasions. The biomed was questioning if the devices may have shut off due to iui damage, as there was fluid residue present on the sides of the syringe modules that may have reached the iui's. There was no report of lasting patient harm. Received a copy of the customer's medwatch report from the FDA which states, "alaris pump was running epinephrine and milrinone when the pump shut off unexpectedly. This caused the patient to have significant hypotension to the 40's." An incomplete date of event of nov-2018 was provided.

Manufacturer narrative:
Patient age and dob requested but not provided, however, the customer stated that the patient was an infant. Patient ethnicity: not hispanic/latino. Patient diagnosis: s/p heart transplant.

Event description:
It was reported that two pump modules shut down unexpectedly after a 10-hour heart transplant surgery during transport to the cicu. At the time, the anesthesiologist stated it was assumed the shutdown was caused by a bump from the IV pole, as this is a common occurrence. The anesthesiologist restarted and reset the devices and resumed transport to the cicu while caring for and manually providing respiratory support for a critically ill infant. The anesthesiologist further stated that either there was an alarm, or that he noticed a slight change in the patient's hemodynamics; he stopped transport to adjust the infusion rates and noticed the pumps had shut down. There was minimal time of infusion interruption and no other interventions performed, other than restarting the devices. The rest of the transport was uneventful, and care was transitioned to the cicu team. It was subsequently reported by the cicu nurse that within the first half hour after admitting the patient back from the or to cicu the channels infusing the primary infusions epinephrine 10mcg/ml and milrinone 200mcg/ml shut off without alarm or warning. As a result, the patient experienced significant hypotension with the systolic bp in the 40's. The patient required fluid and blood resuscitation to counteract the hypotension while trouble shooting the devices. The biomed was questioning if the devices may have shut off due to iui damage, as there was fluid residue present on the sides of the syringe modules that may have reached the iui's. Later the biomed department stated that they check the iui's during preventative maintenance and replace the iui connectors if they appear to be discolored or have green residue noted on them. Biomed further stated that the iui's were inspected prior to sending them to bd, in which they appeared to be normal. Biomed has not been able to identify the cause of the devices unexpectedly shutting off during patient use. There was no lasting harm caused to the patient. Received a copy of the customer's medwatch report from the FDA which states, "alaris pump was running epinephrine and milrinone when the pump shut off unexpectedly. This caused the patient to have significant hypotension to the 40's." An incomplete date of event of nov-2018 was provided.

Manufacturer narrative:
S/p heart transplant. Additional information provided. Correction on initial report: (disregard health professional & sprvr, clinical engineering).

Event description:
The customer reported that in the first half hour after admitting the patient back from the operation room to cicu post heart transplant the channels infusing the primary infusions epinephrine and milrinone shut off without alarm or warning. As a result, the patient experienced significant hypotension with the systolic bp in the 40's. The patient required fluid and blood resuscitation to counteract the hypotension while trouble shooting the devices. The staff noted that the pumps had spontaneously stopped on two occasions. The biomed was questioning if the devices may have shut off due to iui damage, as there was fluid residue present on the sides of the syringe modules that may have reached the iui's. There was no report of lasting patient harm.

Event description:
It was reported that two pump modules shut down unexpectedly after a 10-hour heart transplant surgery during transport to the cicu. At the time, the anesthesiologist stated it was assumed the shutdown was caused by a bump from the IV pole, as this is a common occurrence. The anesthesiologist restarted and reset the devices and resumed transport to the cicu while caring for and manually providing respiratory support for a critically ill infant. The anesthesiologist further stated that either there was an alarm, or that he noticed a slight change in the patient's hemodynamics; he stopped transport to adjust the infusion rates and noticed the pumps had shut down. There was minimal time of infusion interruption and no other interventions performed, other than restarting the devices. The rest of the transport was uneventful, and care was transitioned to the cicu team. It was subsequently reported by the cicu nurse that within the first half hour after admitting the patient back from the or to cicu the channels infusing the primary infusions epinephrine10mcg/ml and milrinone 200mcg/ml shut off without alarm or warning. As a result, the patient experienced significant hypotension with the systolic bp in the 40's. The patient required fluid and blood resuscitation to counteract the hypotension while trouble shooting the devices. The biomed was questioning if the devices may have shut off due to iui damage, as there was fluid residue present on the sides of the syringe modules that may have reached the iui's. Later the biomed department stated that they check the iui's during preventative maintenance and replace the iui connectors if they appear to be discolored or have green residue noted on them. Biomed further stated that the iui's were inspected prior to sending them to bd, in which they appeared to be normal. Biomed has not been able to identify the cause of the devices unexpectedly shutting off during patient use. There was no lasting harm caused to the patient. Received a copy of the customer's medwatch report from the FDA which states, "alaris pump was running epinephrine and milrinone when the pump shut off unexpectedly. This caused the patient to have significant hypotension to the 40's." An incomplete date of event of xx-nov-2018 was provided.